Event description:
The customer stated they were getting no diff results and there was a small leak under the beckman coulter lh750 which was probably isoton, but possibly could be mixed with blood. No death or injury is attributed to this event no patient results were affected per the customer other than diff voteouts instead of results and there was no change to patient treatment. The customer was wearing a lab coat, gloves, and eye protection at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. It is unknown if there is a risk management plan in place at the facility. The customer did not review the msds; however, they are readily available. The field service representative (fse) found the diff/retic waste chamber not draining, replaced the check valve and cleared chamber. The fse ran startup, latron, controls, and retic, which all passed and ran numerous samples, no leak occurred. The root cause is attributed to the check valve in the diff/retic waste line [cv31b]. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).